Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. Customer¿s current blood glucose was 450 mg/dl at the time of incident. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. Customer treated high blood glucose with manual injection. Customer was not alleging that the insulin pump was under delivery. It was also stated that the insulin pump had insulin flow blocked alarm and issue was resolved by changing complete set. Customer declined trouble shooting for high blood glucose. The insulin pump will not be and reservoir will be returned for analysis.